Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure occurred and did not recover after multiple recovery attempts. The nurse attempted to pull medication; however, the process failed mid-transaction. The station was rebooted after five minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter last name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was failed. A field service engineer replaced the drawer controller. The device functioned properly and was tested in diagnostics as well as by the customer. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.